Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine check with episodes of non-sustained rv oversensing on a stored egm. Review of the egm revealed pvc's not being sensed on the v sense amp due to atrial pacing at the same time. Recommended programming changes were made.